Event description:
It was reported a patient's right ventricular (rv) lead presented with inappropriate anti-tachycardia pacing (atp) due to oversensing noise. No changes were reported. The patient was stable.